Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump was detached. The customer's blood glucose level was unknown. The device will be returned for the analysis.